Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Visual inspection revealed grommet damage and a rounded setscrew.

Event description:
It was reported that during the implant attempt, there was blood in the header. The leads were removed, the header was cleaned, and lead were reinserted, but there was still more blood entering the header, and oversensing. The device was not implanted. No patient complications have been reported as a result of this event.